Event description:
Customer reported that the paramedics were called to assist him with low blood glucose. Customer stated that the blood glucose reading was 54 mg/dl when paramedics arrived. Customer stated that he did give himself to much insulin last night and fell asleep. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2013-90016.